Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during a therapeutic endoscopic ultrasound procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange would not open. The stent was partially deployed when it was removed from the patient, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pseudocyst drainage during a therapeutic endoscopic ultrasound procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange would not open. The stent was partially deployed when it was removed from the patient, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. The stent hub was moved down to the second and fourth position, and the stent was deployed. It presented slow expansion but completely expanded eventually. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed as the stent was returned in this condition. However, the investigation concluded that there is not enough evidence to establish the cause of stent slow expansion. In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specifications. Stent expansion rates can be also impacted by compression, time, temperature, and humidity; and slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. Because the largest stent sizes are compressed more, these are more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Thus, the stent slow to expand events are anticipated, and the axios instructions for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. Therefore, a review and analysis of all available information indicated the most probable cause of the reported event is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.